Event description:
It was reported that during a bankart repair, two bioraptor anchors pulled out during the procedure. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the device was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time.